Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, a transcatheter valve replacement procedure was performed to implant a 26 mm sapien 3 ultra resilia valve into a pre-existing surgical valve in the mitral position via transfemoral access. During the procedure, it was difficult to position the valve across the mitral valve and the commander delivery system became damaged. After the initial system was inserted into the patient, wire access into the left ventricle (lv) could not be maintained, and as a result, the system was removed and the lv rewired. It was noted there was a dilated left atrium and high transseptal stick and a shallow wire in the left ventricle. Advancing the commander delivery system resulted in dislodgement of the wire rather than tracking over it. A new commander delivery system and 26 mm sapien 3 ultra resilia (s3ur) valve were prepped. Rewiring the lv proved to be difficult and it was necessary for the physicians to get arterial access in order to snare the amplatz wire and pull it across the mitral valve. The new commander and s3ur valve were inserted over this wire and it was attempted to be positioned across the surgical mitral valve. However, it was very difficult to do so due to the dilated left atrium and high transseptal stick. Over 60 minutes of positioning was required, during which the commander delivery system pusher was advanced and retracted numerous times. The tortuous anatomy made the movement of the pusher difficult. The physician operator was noted to be was also torquing hard the delivery system quite hard. As a result of the built-up torque, it was difficult to move back and forth the delivery system balloon catheter requiring high force. The valve was positioned in the mitral surgical valve. However, when attempting deployment, the balloon did not inflate. The delivery system was withdrawn into the esheath+ without difficulties and the devices were then removed as a single unit without issues. Rather than prepare a third system and considering the difficulty experience with the case, it was decided to stop the procedure. The patient will be brought back for an alternate access procedure in the near future. As the procedure was aborted, the patient's symptoms continue to be consistent with symptoms mitral regurgitation with leaflet tear. Upon removal, it was observed the was detached from the from the distal blue band of the delivery system. The operator believe they detached the balloon got detached during manipulation to overcome the difficulties the balloon catheter back and forth. Because of this, once the valve was finally positioned, the deployment balloon could not be inflated as the balloon material was no longer attached to the balloon lumen blue material. Device related photos were provided and upon review it was observed that the crimped balloon was separated from the balloon shaft. Compression and residual crimped balloon material were noted at the distal end of the balloon shaft. A localized whitening area was observed on the flex shaft, suggesting that the flex shaft may have been subjected to torquing or bending.